Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t1 implants of two (2) fast fix flex curved were not deployed when the deployment knob was depressed. Surgery was resumed, after a 40 minutes delay, changing to an inside-out henning technique. The current health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection revealed two devices were returned in the same condition. Each device was returned with t1 detached from the needle. The deployment knob is in the t2 pre-deployment position. No physical damage visible to the device. A functional evaluation revealed each device functioned as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.